Event description:
It was reported that the right ventricular lead had an apparent fracture. The lead was removed and replaced. It was also reported that the device malfunctioned. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and analysis of the device revealed normal battery depletion; meets expected longevity.